Event description:
It was reported that the implant(ins) battery is not holding a charge and is unable to charge. The patient also confirmed that no charging message or indicator appears when attempting to recharge the ins. The patient mentioned that the issue has been ongoing for several months. The patient has been attempting to recharge the ins repeatedly without success. The patient reported frequent charging attempts over the past month. The agent had the patient inspect the recharger cords, charger pins, and controller pins, and no visible damage was noted. The agent had the patient reset the controller by removing and reinserting the bp (battery pack). The patient cleaned the connections by wiping the pins with a clean cloth and blowing air into the controller port. The patient initiated ins charging. The charging attempt resulted in "no device found." The patient entered passive recharge coupling/recharging quality readings: 74¿75¿75 then 75-75-75 after couple of minutes.the patient stated that the ins battery feels like it has moved and is unsure of its location. The patient repositioned the recharger across their back multiple times with no change in coupling values. The patient confirmed that they have not had any recent falls, trauma, or weight changes. The patient mentioned that they consulted their healthcare provider (hcp) and were advised that the condition was normal. The patient was instructed by the hcp to contact manufacturer for further assistance. The agent sent a request to repair for a recharger replacement due to the persistent inability to detect and charge the ins. Patient called back and stated that they received the recharger, but the implant wouldn't take a charge. Patient mentioned the controller was flashing green light with recharging excellent, but the implant was still showing red. Patient said they have been charging the implant for about 40 minutes now and it took 30% charge of the controller, but the implant didn't increase a charge. Agent had patient reset the controller and clean the controller port and recharger pins. Agent had patient start recharge session and confirmed the controller battery was at 70% while the implant was recharging red with excellent quality. Agent reviewed I mplantable neurostimulator (ins) charge duration and advised patient to call back if the issue persists.

Manufacturer narrative:
This report was impacted by emdr scheduled maintenance occurring (B)(6)2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.